Event description:
The surgeon received the older design of this femoral component and had to make various extra incisions to insert the axle hinge and close the soft tissues around the prosthesis. As a result of this dissection; the pt developed a nerve palsy.